Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the perfix plug devices may have caused or contributed to the events as alleged. The information provided is limited, no conclusion can be made. The lot number provided is not a valid lot number; therefore a review of the manufacturing records could not be conducted. Note the dates of event and implant are estimated as exact dates were not provided. Should additional information be provided, a supplemental emdr will be submitted. H11: this is an addendum to the initial emdr to document a make corrections based on medical record review. Note as initially reported the patient was implanted with two devices on the right side and one on the left side. The medical records provided contradicts this information. Per medical records two devices where implanted on the left side and one on the right side. As such this emdr will be representative of device 2 implanted on the patient's left side. Supplemental emdrs were submitted to represent the other bard devices. Updated fields: b4, d4, g4, g7, h2, h4, h10. Corrected fields: b5, d6, h11. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : remains implanted.

Event description:
It was reported that in (B)(6) 2006 the patient was implanted with three bard/davol perfix plug devices. Two were placed on the right side (device 1 and device 2) and one was placed on the left side (device 3). As reported approximately two years ago the patient began to experience a lot of pain in his groin on both sides. Per contact the patient's current doctor has suggested the pain may be associated to the devices. Addendum based on medical records review: ni/ni/ni - the patient underwent a right inguinal hernia repair. (B)(6) 2006 the patient underwent the repair of left inguinal hernias x2. Operative dictation notes there were two "completely different hernias within the same canal." There was a direct hernia distally and an indirect hernia proximally. These were each repaired with a separate perfix plug mesh (device 1 and device 2). (B)(6) 2006 the patient underwent repair of a recurrent right inguinal hernia. A perfix plug was used for this repair (device 3).

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the perfix plug devices may have caused or contributed to the events as alleged. The information provided is limited, no conclusion can be made. The lot number provided is not a valid lot number; therefore a review of the manufacturing records could not be conducted. Note the dates of event and implant are estimated as exact dates were not provided. Should additional information be provided, a supplemental emdr will be submitted. This emdr represent perfix plug device 3. Two additional emdrs have been submitted to represent the other bard/davol devices 1 and 2. Remains implanted.

Event description:
It was reported that in (B)(6) 2006 the patient was implanted with three bard/davol perfix plug devices. Two were placed on the right side (device 1 and device 2) and one was placed on the left side (device 3). As reported approximately two years ago the patient began to experience a lot of pain in his groin on both sides. Per contact the patient's current doctor has suggested the pain may be associated to the devices.